Event description:
It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with an ams sparc sling to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo multiple corrective surgeries." The plaintiff's attorney also alleged that the plaintiff "has been injured, sustained severe and permanent pain, suffering, disability, impairment," "permanent personal injuries," nerve damage, and debilitating neuromas.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.